Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Issues with the calibration, an operator handling issue, or an electrode failure were all possible causes.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
For over a week, the customer experienced issues with routine qc for sodium and potassium drifting out of range approximately four hours after calibration. The customer cleaned and dried the electrode compartment and replaced the reference electrode cartridge. A physician called questioning the sodium result for one patient sample tested on (B)(6)2017. The customer retested the sample on a cobas 6000 c (501) module and the results for potassium and chloride matched. The result for sodium was different. The initial sodium result that had been reported outside the laboratory was 142 mmol/l. The repeat sodium result was 133 mmol/l on (B)(6) 2017. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The sodium electrode lot number and expiration date were requested but were not provided. The field service representative found there was an issue with the cleaning solution. The customer changed how and when they performed the ise cleaning, calibration and qc. The customer repeated qc at different intervals and had no issue with results drifting.